Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The remote arm controller (rac2) was analyzed and system logs found that there was an error 23017 found to indicate the failure occurred in the field. A visual inspection found no issues that are related to the reported issue. The rac was installed onto an in-house system and set to run 10 power cycles and 10 minutes sine cycles and sit idle for one hour. The master tool manipulator (mtm) was driven manually, and the rac functioned as expected and smoothly. Once testing was completed, the system error logs was inspected, but no error could be identified. The complaint was confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the remote arm controller (rac2) due to repeating errors 23017. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the rac2. This master tool manipulator (mtm2) was returned for failure analysis and the reported error 23017 was confirmed but not replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical inc. (Isi) representative contacted technical support engineer (tse) that the error they had previously, returned on the master tool manipulator right (mtmr). Tse confirmed communication errors on the surgeon side console (ssc). The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: intuitive surgical inc. (Isi) representative confirmed that the issue was unable to be resolved, and the procedure was converted to another dv system. There was no patient injury or harm.